Manufacturer narrative:
Patient's date of birth unavailable. Patient's sex unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads due to infection. The older rv lead was implanted in 1985 and the newer rv lead was implanted in 2011. Using a spectranetics lead locking device (lld) and a spectranetics 12f glidelight laser sheath, the newer rv lead was successfully removed. After that, an lld was inserted into the older rv lead but could not insert to tip of the lead, so it was reported that strings were used in addition, for traction. They tried to remove this older rv lead using 12f glidelight device, but progress stalled in the superior vena cava (svc). A cook medical evolution device was used next and progress was made, but the lld moved in the lead slightly. The physician then upsized to a 14f glidelight device and made progress to the svc. It was reported that the procedure was difficult because lld moved due to traction, so they lased around the svc to continue progress. At that time, the patient's blood pressure dropped. Rescue efforts began immediately including sternotomy and extracorporeal membrane oxygenation (ECMO). An injury was discovered from the svc/innominate junction to the svc. Repair to the injury was successful. The older rv lead was removed post-sternotomy. The patient survived the procedure and was transferred to ICU. There was no alleged malfunction of any spectranetics device in use during the procedure.